Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The device has not been returned for evaluation; therefore, the investigation is inconclusive for migration of device or device component as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model rf210f vena cava filter experienced a migration of device or device component. This report was received from one source. One patient was involved with no patient consequences. Patient weight was not provided. The patient was male and (B)(6).